Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved. The patient's best-corrected visual acuity (bcva) was 20/25.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in case/vial. There was also clear surgical residue/debris on product. Visual inspection found the lens haptic broken along with having dried material on the lens. (B)(4).